Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer. The connector of the device reportedly leaked an unspecified fluid/infusate. They complained of having troubles with their stop-cocks and IV connectors in nuclear medicine and pet/CT. There was no patient harm.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending. Additional contacts: (B)(6).